Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during a permanent implant procedure, the physician implanted the paddle to the unwanted location and removed the paddle and began to work again with the patient. During that time, the person running the neuromonitoring machine noted an abnormal motor function readings with the patient. The physician believed that it was not device related and opted not to move forward with the surgery to avoid possible risk. The patient had no known symptoms of adverse effects and was doing well postoperatively. The explanted lead will not be returned.